Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device found the incorrect real-time telemetry (rtt) battery voltage measurement is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device's battery depleted quickly. The device was at elective replacement indicator (eri). The device was working in the vvi pacing mode only and the patient was admitted to the hospital with symptoms of heart failure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device's battery depleted quickly. The device was explanted and replaced. No patient complications have been reported as a result of this event.